Event description:
It was reported that the customer had an unexpected restart on the insulin pump. Customer was advised how the reset alarm would occur in user settings. Customer stated that the pump was in her pants and was not pushing against anything enough for the buttons to press. Customer ran seltest and pump passed. Customer originally called because of a battery cap that couldn't come off, but she was able to get it off. Customer was wearing the pump and when she went to work, she saw the reset alarm and her settings were cleared. Customer is no longer wearing the pump. Customer's blood glucose level was 177 mg/dl. Pump will need to be replaced. Customer confirmed that the pump was stored without a battery for an extended period of time.customer had multiple alarms in the alarm history. No additional information provided.

Manufacturer narrative:
Findings: no a17 alarm, a21 alarm, reset alarm or check setting alarm noted. Unit passed the self test and a21 error test. Pump received with a47 alarm in the history file. A47 alarm due to corrupted history file. Also received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.